Event description:
A customer observed non-reproducible falsely elevated vitros ahbs results for a patient sample tested on a vitros eci analyzer. The results did not agree with a separately prepared aliquot of the same sample which was also assayed for a vitros ahbs result. The laboratory did not report the falsely elevated vitros ahbs results, and there were no allegation of patient harm.

Manufacturer narrative:
Investigation into this event was unable to conclusive a definitive root cause although the investigation found that sample tube processing was taking place outside of the sample tube manufactures recommendations, which may have contributed to the event. There was no allegation of patient harm as a result of this event.